Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had entered safety mode. In safety mode the patient felt abdominal twitching. A replacement procedure was scheduled. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had entered safety mode. In safety mode the patient felt abdominal twitching. A replacement procedure was scheduled. Additional information provided this pacemaker was subsequently explanted. Another pacemaker was implanted to complete this procedure. This device has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.